Manufacturer narrative:
(B)(4).

Event description:
It was reported that 90% of the time, the patient's spouse has her "ear in the patient's mouth". The patient also walked backward all the time and falls. One time, the patient fell and busted the toilet. The patient had bruises all over him. During an appointment, the patient could walk forward for about 20 ft. It was noted that there were unspecified complications during the surgery. The patient was scheduled to see the doctor in (B)(6). No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.